Event description:
The customer observed higher than expected vitros tsh quality control results and higher than expected vitros tropi es results on a patient sample and a known troponin I free sample processed on a vitros eci immunodiagnostic system. Vitros tsh level 1= 0.474, 0.112 miu/l versus expected 0.060 miu/l troponin I free sample= 0.142, 0.064 ng/ml versus expected <0.012 ng/ml patient tropi es= 0.226, 0.144 ng/ml versus expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros patient sample results were reported during the timeframe of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results and higher than expected vitros tropi es results on a patient sample and a known troponin I free sample were obtained on a vitros eci immunodiagnostic system. The investigation was unable to determine if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely root cause of this event is an instrument related issue. However, a pre-analytical sample handling issue cannot be ruled out as potential contributing factor. Additionally, a vitros tsh and a vitros tropi es reagent issue cannot be ruled out as contributing factors as there was insufficient quality control data to assess the performance of each reagent lot. The investigation is ongoing.